Event description:
On (B)(6) 2025, a total arch replacement and frozen elephant trunk procedure was performed using the thoraflex hybrid to treat an aortic arch saccular aneurysm. The patient was then transferred to (B)(6) hospital due to a suspected infection. On (B)(6) 2025, the patient went into shock, and an emergency CT scan revealed a pseudoaneurysm in the peripheral portion of the thoraflex hybrid. An emergency tevar was performed. The peripheral portion of the thoraflex hybrid was extended using an excluder stent graft (gore) and a relay pro stent graft. The patient's outcome is unknown. Information as per intake form: event not related to a device failure / deficiency, event was not an anticipated / expected event, possibly related to procedure & pre-existing condition. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00075 to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code: 2605 - psuedo-aneurysm: as per intake form the event was reported as a pseudoaneurysm. Impact code: 4625 - additional surgery: an emergency tevar was performed. 4642 - additional device required: the peripheral portion of the thoraflex hybrid was extended using an excluder stent graft (gore) and a relay pro stent graft. Medical device problem code: 2993 - adverse event without identified device or use problem: no device failure/deficiency was reported withing the intake form. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid, medical event, aneurysm, psuedo aneurysm jan 21 - aug 25, occurrence rate for this event type was (B)(4). No trends identified requiring action at this time. 4111 - communication/interview: additional information was requested by tag, on the 18 aug 25 it was confirmed by the site that unfortunately, no additional information is available regarding this complaint. Also scan review could not be performed unfortunately, this was due to no scans being made available regarding this complaint. 3331 - analysis of production records: comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3221 no findings available: due to a lack of information, we could not complete a full investigation. The root cause of the event was determined to be not root cause identified. Investigation conclusions: 4315 cause not established: due to a lack of information, we could not complete a full investigation. The root cause of the event was determined to be not root cause identified. 22 - known inherent risk of device: IFU review was performed which confirmed within thoraflex hybrid nagase japanese IFU mentions psuedo-aneurysm within problems/adverse events section of the IFU.

Event description:
On (B)(6) 2025, a total arch replacement and frozen elephant trunk procedure was performed using the thoraflex hybrid to treat an aortic arch saccular aneurysm. The patient was then transferred to kagawa prefectural central hospital due to a suspected infection. On (B)(6) 2025, the patient went into shock, and an emergency CT scan revealed a pseudoaneurysm in the peripheral portion of the thoraflex hybrid. An emergency tevar was performed. The peripheral portion of the thoraflex hybrid was extended using an excluder stent graft (gore) and a relay pro stent graft. The patient's outcome is unknown. Information as per intake form: event not related to a device failure / deficiency. Event was not an anticipated / expected event. Possibly related to procedure & pre-existing condition.

Manufacturer narrative:
Clinical code: 2605 - psuedo-aneurysm : as per intake form the event was reported as a pseudoaneurysm. Impact code: 4625 - additional surgery : an emergency tevar was performed. 4642 - additional device required: the peripheral portion of the thoraflex hybrid was extended using an excluder stent graft (gore) and a relay pro stent graft. Medical device problem code: 2993 -adverse event without identified device or use problem: no device failure/deficiency was reported withing the intake form. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid > medical event > aneurysm > psuedo aneurysm jan 21 - aug 25, occurrence rate for this event type was 0.087%. No trends identified requiring action at this time. 4111 - communication/interview: additional information was requested by tag, on the 18 aug 25 it was confirmed by the site that unfortunately, no additional information is available regarding this complaint. Also scan review could not be performed unfortunately, this was due to no scans being made available regarding this complaint 3331 - analysis of production records: comprehensive batch review had been performed, no issue were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available. 22 - known inherent risk of device: IFU review was performed which confirmed within thoraflex hybrid nagase ja.